Event description:
A patient underwent surgical reconstruction of the anterior cruciate ligament (acl) in the left knee. The procedure was completed without intraoperative complications. Subsequent radiological assessments identified femoropatellar chondropathy in the lateral compartment, along with lateral femoropatellar osteoarthritis and pronounced arthrofibrosis. Additional findings included a bone fissure, active algodystrophy, and a thinning appearance of the acl. Due to persistent left knee pain and limited flexion (maximum 50 degrees), the patient later underwent revision surgery. During the procedure, the acl graft was removed due to reported shortening and malposition. A notchplasty was performed, significant anterior fibrosis was excised, and the patellar retinaculum was resected. Postoperatively, knee flexion improved to 110 degrees. Follow-up imaging revealed degenerative cartilage lesions of the lateral patellar facet (grade iii), superficial lesions of the lateral femorotibial cartilage (grade I), a cartilage tear of the medial femoral condyle (grade ii), and nodular changes in the infrapatellar fat pad (hoffa¿s fat pad). Despite improved range of motion, the patient continues to experience persistent bone pain, significant functional limitation, reliance on assistive walking devices, and reduced ability to perform normal occupational activities.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.